Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after an atrial fibrillation procedure where this device was used, a lower back lesion appeared. The lesion appeared to be due to rf ablation, and was a full thickness burn of about one-third the size of an rf grounding pad. An isthmus of a deeper burn was in the middle of the lesion. A second grounding pad had been placed on the lower right side of the patient's back. An abbott ampere generator was in use. The patches were not touching. No pad wrinkles or lifted edges were observed. There were no device issues during the procedure.